Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73f1800409. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the product was used for a gall bladder removal. Clips were jammed and not firing correctly. The doctor alternatively used the reusable hem-o-lock applier. There is no harm to the patient.